Manufacturer narrative:
Additional information: d9, g3, h3, h6. Upon visual inspection, damage was observed to the lens, distal cover glass, and shaft. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2024, it was reported by a sales representative via sems-(B)(4) that an ar-3355-1930 scope has a cracked lens after being hit with a burr. A new scope was used to complete the case. No patient was harmed.